Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported multisystem organ failure and subsequent patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. Privacy laws prohibit the customer from providing information regarding the case. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit was shipped with heartmate 3 lvas IFU. This IFU lists right heart failure, respiratory failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes. Section 6 (under caution!) States that right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi-system organ failure. No autopsy was performed. The device was not explanted.